Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, an 8 minute patient lockout, a 40mg 4 hour limit, and a 2mg loading dose. At an unspecified time, the patient received a 0.4 loading dose IV push. At 1950, the nurse found the patient unresponsive. The patient's respiratory rate had decreased to an unspecified rate and the blood pressure had decreased to 70/40mmhg. The patient was treated with narcan 0.4mg. The patient reportedly responded with an increased respiratory rate and a blood pressure of 120/60mmhg. The pump was removed from clinical service. There were no reported adverse patient sequelae. During a review of the event, the nurse noted "the pump said the patient only received 1mg" of medication but "6mg were unaccounted for." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It had not yet been received.